Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
An olympus field service engineer reported on behalf of a customer, the stack image evis lucera elite xenon light source had frozen during a colonoscopy procedure. The device was rebooted to resolve the issue. The procedure was completed with the same device. There were no reports of delays. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the frozen image could not be identified. Olympus will continue to monitor field performance for this device.